Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The biomed informed the fse that the display sort of fixed itself after he pressed the side of the display frame. The fse observed the red hue on the display and it was faintly visible before inspection started. To fix the issue, the fse disassembled and reseated all electronic connection including the lcd and re-tightened of all groundings. The fse reassembled the display and the red hue was no longer present. The fse manipulated the display cord and also opened and closed the display multiple times to reassure that the display issue was resolved. The unit was ran for several minutes without incident and the display test passed successfully. The fse believes the problem may have been caused by loose connection inside the display-lcd. All functional and safety test were performed and passed. The iabp was released for clinical use.

Event description:
It was reported that during start up of the cs300 intra-aortic balloon pump (iabp) by the customer's biomed, the unit displayed a red hue on the screen and was distorted. There was no patient involvement or adverse event reported.